Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin squirting out rather than dripping. The customer's blood glucose value was unknown. Customer reported scratch on upper right of screen and alarms infrequently along with scuffs on body of insulin pump and discoloration of button cover. The device will not be returned for analysis.